Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient is having issues with high blood pressure and it is causing a rapid heartbeat. The patient felt their heart is fluttering. The patient reported that it goes away when the device is turned off. The patient stated they saw a cardiologist and they were able to see the change in the patient¿s heart rate and blood pressure. The rep did not know what tests were run or any of the results of the tests other than what the patient provided. It was reported this was occurring daily. The rep stated the symptoms were sudden and the patient didn't have the issues during the trial. The patient already tried to decrease amplitude and change the rate, but it did not change the reported event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep met with the patient on (B)(6)2017. The patient did not confirm with a cardiologist that this was occurring. The patient did their own testing at home with what was assumed to be a heart monitor. The patient does not have any cardiac implants. The patient stated it only occurred when they are turning the device off and it did not happen when the device was on or off. The patient was possibly going to meet with a cardiologist. It was reviewed the patient should consult with their managing physician in regards to keeping the ins on or off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that per the reps conversation with the patient, there was no issue with them using their stimulator per their cardiologist. The patient was still using their stimulator without injury. No further complications were reported.